Manufacturer narrative:
The customers report with the source pump module not arming for air in line was confirmed. Physical inspection noted the device to be in good condition. The administration set was visually inspected; air was observed below the pumping segment. Review of the pcu error log showed no errors or malfunctions on the reported incident date. Pump module s/n (B)(4) event log indicated at the time of the device ¿power on attached¿, the air bolus limit was set to 250l with accumulated air enabled. Analysis of the pcu event log shows pump module s/n (B)(4) was selected on 04feb2019 at 2:07 pm. The pump is programmed for a ¿basic¿ infusion at a rate of 870ml/hr vtbi 290ml. The log shows at 2:26 pm. The pcu is silenced at 2:29 pm and 2:31 pm. The pump module is then channeled. The total volume infused is 282.477ml. Functional testing performed on the device found no irregularities. There no anomalies observed with the administration set. The pump module¿s air detection system is operating within specification. The root cause of the customer¿s report that device did not alarm for air in line while infusing injectafer was not identified.

Event description:
The customer reported that the device did not alarm for air in line while infusing 290ml of injectafer (750mg/15ml) at 870ml/hr for a 20 minute infusion. There was no harm.

Manufacturer narrative:
Concomitant medical products: ;250ml hospira bag, ndc 0409-7983-02, lot 86-114-jt, exp 02/01/2020, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided by customer.

Event description:
The customer reported that the device did not alarm for air in line while infusing 290ml of injectafer at 800ml/hr for a 20 minute infusion. There was no harm.